Event description:
The customer stated that her blood glucose readings had been high on her contour meter. She tested her blood glucose and rec'd a readings of 568 mg/dl. She also tested using a one touch basic meter and rec'd a readings of 128 mg/dl. The difference between the readings falls in "c" zone of the parkes error grid, making the difference clinically significant. The test strips are to be returned for evaluation, and replacement test strips will be sent.